Event description:
Lead problem intermittent loss of capture. De wants the new pacemaker to be covered by warranty. The patient experienced long pauses. However dr. Capped the ventricular lead and placed a new ventricle lead.